Event description:
The customer reported that his olympus oes elite telescope had a broken locking mechanism that was causing a foggy image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the foggy image was confirmed. Based on the results of the investigation, the error patterns indicate that the cause of the reported issue is likely due to excessive use. Olympus will continue to monitor field performance for this device.